Manufacturer narrative:
Reporter is a j&j employee. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: h663677) was received at us cq. Visual inspection of the complaint device showed the needle component had broken off. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the needle component had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part # 319.006, synthes lot # h663677 , supplier lot # h663677 , release to warehouse date: march 7, 2019 , supplier: avalign technologies nemcomed. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge was found to be missing the silver tip. It is unknown when and where the issue was discovered. It is unknown if there is patient no or procedure involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).